Manufacturer narrative:
Date sent: 6/29/2007. Based upon the injury info received visual and functional examination, the unit was found to require. Defective fastening material replaced, replaced defective vacuum system, unit cleaned and calibrated.

Event description:
It was reported by the customer that, they are returning their repair. No reported pt consequence.